Event description:
Same case of 6000093-2007-00310, 6000093-2007-00308 and 6000093-2007-00312. It was reported by the neurologist that post a coronary drug eluting stenting treatment procedure, neuropathy changes were noted. The physician reports that the pt had four taxus express2 drug eluting stents placed, sizes unknown, and that after each one "his neuropathy worsened." The physician declined to provide additional info regarding this event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of the complaint incident could not be determined.